Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2017. The patient's mother stated that she noticed the patient turned pale which prompted her to check the patient's bg. It was indicated that the patient's mother treated the patient with 40-60 ml of fruit juice due to the bg values being lower than the cgm readings. At the time of contact, the patient was doing fine. Additional patient or event information is not available. Data was received for evaluation, data review confirmed the reported event of inaccurate cgm values. A root cause could not be determined via data.